Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Pain [pain], swelling [swelling]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician via sales rep regarding a pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20), dose regimen not provided. The lot number for synvisc one was not provided. On unspecified dates, the pt experienced pain and swelling for which the pt required aspiration and steroid injections. Action taken with synvisc one was not provided. The outcome for the event of pain and swelling was not provided. Relevant concomitant medication were not provided. The intensity for both the events was not provided. The rptr did not provide the relationship between synvisc one and both the events. This is one of the 8 reports from the same rptr. The total list cases created by this rptr are (B)(6).